Manufacturer narrative:
Device evaluation device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not power on / charge properly) was confirmed. As received, the charger/modem was resetting. Upon evaluation, multiple failures were noted. The charger exhibited a flash memory failure at flash bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. In addition, there was liquid contamination on the battery board and the u13 component and q1 current controlling transistor were shorted on the bedside board. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lastly, the power supply was defective with varying output voltage. The root cause of the defective power supply cannot be positively identified. The root cause of the inability to power on and charge properly cannot be distinguished between the failures. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (alternates between screens / clicking sound) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the inability to charge a battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. Device manufacture date (B)(4): 05/02/2014. (B)(4): 06/30/2015. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger (sn (B)(4)) would not power on properly and was not charging the batteries properly. When a distributor representative visited the patient to exchange the charger, the replacement charger (sn (B)(4)) was alternating between screens and was emitting a 'clicking' sound.